Event description:
Philips received a complaint on the v60 ventilator indicating that there were 1009 and 1205 (pressure regulation high) alarms. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device went blank and gave error code 1009. The customer was able to power the unit on without an error code. The customer then verified the error code was in the event log. The rse instructed the customer to verify proximal and machine tubing connections, verify the pressures and flow, and then replace the data acquisition pcba and motor controller pcba. The customer requested the part number for the da pcba. In a good faith effort (gfe) response received from the customer on 15dec2022, it was stated that the suggested replacement parts were not ordered. The customer stated that the issue was determined to be a result of operator error, so no further troubleshooting was required to resolve. The customer did not provide further information on the patient. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.